Event description:
Reporter alleged blood glucose measured "hi" back to back with a reading of 37 mg/dl, when testing was performed one minute later. It was stated within another 2 minutes another back to back test measured 80 mg/dl. Customer stated self treating with food, however, no other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.